Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the needle did not work correctly. After the catheter was removed from the scope, the needle could not be located within the catheter. According to the medical doctor, fluoroscopic review confirmed that no needle remained in the patient. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.